Event description:
Info received that the right intermediate rail would not latch. No injury reported.

Manufacturer narrative:
Technician found that the right intermediate rail would not latch. Isolated the problem to dirt build up on the pin latch. Removed the dirt and lubed the pin to resolve this issue.